Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope exhibited the image flickers when manipulated the image guide tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the visera laparo-thoraco videoscope was turning on and off during the case. This event was found during preparation for use. This medical device report was being submitted to capture the customer reported issue along with the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e1, e2, e3, and g2. The information included in b5, e1, e2, e3, and g2 was inadvertently omitted from the initial medwatch report. Please see updates to b5, d4, e1, e2, e3, g2, h6 and h10. The customer's allegation was confirmed. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image sensor unit was damaged while the user was handling the subject device. However, a definitive root cause of this event was unable to be identified. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: ¿chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image.¿. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction (g3) of the initial medwatch. The aware date should be 24-jan-2024. ¿instead of 15feb2024.